Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Subsequently, the physician reprogrammed the associated device, including increasing the pacing output for this lead. No additional adverse patient effects were reported. This ra lead remains in service.